Event description:
Philips received a complaint from the customer reporting the v60 ventilator trolley (or stand) base did not lock and caused the device to be unsteady and tip. The device was initially reported to be in clinical use with the issue causing unexpected treatment effects. However, upon follow up inquiry, no harm was confirmed. The issue presented in pre-use testing. The customer reported the device did not brake properly, which led to movement and tipping. As a result, the device trolley base sustained damage. The unit was removed from service and unable to be utilized for clinical applications. A philips authorized service provider (asp) confirmed there was no harm or change in a person's clinical condition as a result of this issue. No medical intervention was required. The issue occurred during device testing, prior to clinical use. The asp reported there was component damage for which the relevant replacement parts were supplied. The device was operational and returned to service after repairs were completed. Repair/part details were requested but not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.